Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (australia) received an scs system for pain in the occipital region (off-label). It was reported the pt was not receiving stimulation in the desired area and consequently the physician revised the lead. It was noted the pt had numerous scar tissue in the lead region. The pt allegedly felt stimulation in a portion of her pain area as a result of the procedure. The physician reported the distal end of the lead had curved up and he felt his incision may have been too lateral. The physician stated it was unclear if the lead had migrated. During a programming session, diagnostic tests showed low impedance reading on several contacts. The pt reported that stimulation coverage was ineffective. Surgical intervention will most likely be undertaken to address the issue. No further information is available at this time.